Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/05/2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not moving. Unresponsive or intermittent functionality. The device was not in clinical use at the time the reported issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. This was traced to a defective bezel that needs to be replaced. The fse replaced the bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and has been returned to service.